Event description:
A customer reported receiving a reading of 6.4 mmol/l on their adc meter that was higher when compared to a reading of 1.5 mmol/l obtained from hcp meter of unknown brand. The customer further reported as a result of high readings, she experienced a hypoglycemic event with a loss of consciousness and got treated with dextrose via intravenous infusion by paramedics on the scene and glucose gel by her daughter. The customer reportedly refused to be transported to a hospital. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.